Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, d.9., h.3., h4, h.6. Device evaluation. Based on the product analysis performed, the assessments of the complaint code are: rupture: observed an opening device assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.